Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the device was continuously alarming. There was no additional information provided.

Event description:
Additional information was received indicating the event date, and that no patient was involved.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional testing was performed. Functional testing found the disposable alarm initially resolved by multiple re-seating of the filter. However, after approximately 10 minutes of run time, the disposable alarm starts sounding without touching the filter. Swapped filter holder assembly with a known working assembly and the alarm stops sounding. The root cause of the reported issue was found to be faulty filter holder assembly. Replaced faulty filter holder assembly and the device passed functional testing.